Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 8 months post-implant, the patient went to the hospital after the system controller produced a red heart alarm on (B)(6) 2017. The system controller log file showed several pump stoppage events had occurred on (B)(6). The pump was supported with the mobile power unit during the events. The driveline was inspected and no visible damage was observed. The driveline was also externally manipulated while the lvad system was connected to a 14v power module patient cable without any alarms sounding. The patient was provided with a non-grounded power module patient cable for use with the power module. The patient was asymptomatic and reportedly doing well. No further information was provided.

Manufacturer narrative:
The root cause of the reported event could not be conclusively be determined without a full evaluation of the device; however,the report of pump stops was confirmed through the evaluation of the submitted system controller log file. The log file evaluation revealed several pump stops on 2017(B)(6), 2017(B)(6), and 2017(B)(6). Intermittent driveline disconnect and low flow hazard alarms were captured throughout these events. All of the captured pump stop and low speed events occurred while the system controller was connected to the mobile power unit. Based on the manufacturer's previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient was provided with a non-grounded patient cable for use with the power module and no further issues have been reported at this time. The patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.